Event description:
Reporter indicated that pt has experienced an increase in seizures since vns implant. It was reported that the pt has been having more seizures during the day, but that their nighttime seizure activity had decreased. Investigation to date has been unable to determine the severity of the seizure increase.